Event description:
The surgeon inserted an aq2003v silicone three-piece lens and one haptic tore off. The incisions was enlarged to remove the lens and sutures were required to close the wound. The reporter stated the cause of the torn haptic was due to a loading error.